Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was by reported there was ¿plastic or fuzz¿ found on the tip of a bd safetyglide¿ needle prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: photo evaluation: three photos were received by bd canaan and evaluated. An exposed safetyglide needle cannula tip was seen in the photos. The tip had unidentified thin fiber apparently attached to it. No more details could be seen from the photos provided. DHR review for batch 7271577: manufacturing dates: 10/14/2017 to 10/15/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7271577 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the photo evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure.